Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted for device evaluation. Additional products: serial# (B)(6) d10: yes return date:(B)(6) 2023 h3:yes serial# (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: one (1) controller (con416768) and one (1) controller ac adapter ((B)(6) ) were not returned for evaluation. One (1) battery (bat5 98411) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Review of the controller log files could not be performed since log files were not available for analysis. Failure analysis of the returned device revealed that the battery passed visual inspection and functional testing. Supplemental testing did not reveal any anomalies. The battery was connected to a test battery charger for an extended period of time. The battery maintained a normal operating temperature. Additionally, a review of the battery's internal log revealed that the maximum temperature recorded did not surpass the thermal cutoff's temperature limit. As a result, the reported overheating of the battery could not be confirmed or duplicated during bench testing. The reported overheating of the controller and the controller ac adapter could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause for the overheating of the controller and adapter event may be attributed, but not limited, to environmental factors and/or a component malfunction. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the battery heated up when connected to the controller or battery charger, and the battery would become "hot" during charging. It was noted that the controller would become hot to the touch while connected to a specific controller ac adapter. The battery and the controller ac adapter were replaced, and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - battery; d4: model #: 1650; catalog #: 1650; expiration date: 31-dec-2022; serial #: (B)(6); UDI #:(B)(4); d9: yes; return date: 21-sep-2023; h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes; h4: mfg date: 17-dec-2021; h5: no d1: heartware ventricular assist system ¿ controller ac adapter; d4: model #: 1430; catalog #: 1430; expiration date: 31-may-2023; serial #: (B)(6); UDI #: (B)(4); d9: no; h4: mfg date: 13-apr-2021; h5: no this information was received from the mechanical circulatory support product surveillance registry study. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.